Event description:
The ra lead was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead had dislodged. Fluoroscopy was performed which confirmed the lead dislodgement. The lead was explanted. The patient was stable throughout the procedure.